Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy tracer metro wire guide to cannulate the common bile duct. During cannulation, the wire guide moved into the pancreatic duct instead of the common bile duct. When the wire guide was removed, the core wire remained intact but the coating tip had detached and remained in the pancreatic duct. (The coating tip is approximately 5cm in length and 0.025 inches in diameter) the coating of the wire guide that detached was not removed from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. The additional information provided with this report indicated this was not the initial use of the product; the wire guide had been reused. (This product is disposable/single use only.) Our evaluation of the returned device confirmed the report as it was described. The outer coating located on the distal 5cm of the wire guide has separated from the wire guide and was not included in the return. The inner core wire and coil spring remain intact; the outer coating is the only component that has separated. The area of the coating break is not stretched or jagged. Additional damage to the wire guide was not observed. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: the information provided indicated this was not the initial use of this wire guide. This product is labeled for single use only. Reuse of a single use device is the most likely cause for this observation. Additional information provided with the report indicate that a contrast and water solution was used to flush the wire guide prior to use and during the procedure. The instructions for use for this wire guide advise the user to flush the wire guide with 30cc of sterile water prior to removing the wire guide from the holder. The user is then instructed to flush the endoscope accessory channel and/or the lumen of the accessory device with sterile water, and then insert the wire guide floppy end first. These activities will ensure proper wire guide performance. Information regarding accessory devices used with this wire guide was requested but not provided. The instructions for use for this device also caution the user that use of this wire guide with metal tip ercp devices may result in damage to the external coating of the wire guide. Prior to distribution all tracer metro wire guides are subjected to a visual inspection prior to distribution. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the information provided indicated the product was used in contradiction with the instructions for use. This disposable device was reused. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.